Event description:
Bayer case number: (B)(4). Chronic back pain [chronic back pain] increasingly discomfort [discomfort] heavy menstrual bleeding [heavy menstrual bleeding]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of back pain ("chronic back pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2015, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), discomfort ("increasingly discomfort") and heavy menstrual bleeding ("heavy menstrual bleeding"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered back pain, discomfort and heavy menstrual bleeding to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date (B)(6)2015. Quality-safety evaluation of ptc: for essure: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The most recent follow-up information incorporated above includes data received on: (B)(6)2024: summons received. Annex e codes added. New reporter (lawyer) added. Annex f codes added. Reporter causality comment updated with essure insertion date discrepancy. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.